Event description:
It was reported that the customer had a cold and his blood glucose level was running higher during this time. Customer declined a transfer to the helpline. Customer stated that his infusion set changes are going well. Customer also stated that one infusion set was ruined and was thrown away. Customer does not have carelink because his pc is not running. Customer reported that his sensor glucose and blood glucose readings are sometimes close, but not always. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.